Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract and a dirty needle stick occurred as a result. No further information was provided. The following information was provided by the initial reporter: "needle is not retracting when button is pressed. Was there any patient impact? If so was there any need for medical treatment or intervention? There was staff impact as well as a needle stick".

Manufacturer narrative:
H6: investigation summary : since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. However, a trend has been identified for the reported failure and corrective actions have been initiated to investigate this type of incident and identity the root cause. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle would not retract and a dirty needle stick occurred as a result. No further information was provided. The following information was provided by the initial reporter: "needle is not retracting when button is pressed... Was there any patient impact? If so was there any need for medical treatment or intervention? There was staff impact as well as a needle stick."